Manufacturer narrative:
Per evaluation by the manufacturing site: during the manufacturer's technical inspection of the returned device, the error description provided by the customer, "machine needed to be rest during case", could not be confirmed. The cause of the error can be attributed to a misuse or misinterpretation of the user. The additional determined issues are independent from the reported failure from customer. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction made in section h6. ---updated the investigation conclusions d code to "19". This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that machine needed to be rested twice during a case. No negative impact in state of health reported.